Manufacturer narrative:
Quality assurance analysis of the returned device revealed the stent was returned with the delivery system. The entire length of the stent was twisted and stretched to a length of 3.5mm. Quality engineering review of the complaint indicated that the dr pre-dilated with a 4.0mm balloon catheter for placement of a 3.5mm stent. This is contraindicated in the "IFU". The likely cause of the proximally deployed stent being removed with the stent delivery system was that the balloon catheter was too large. Pre-dilatation with a 4.0mm balloon could make it difficult for the 3.5mm stent to fully oppose against the tissue wall. There was no indication in the complaint that any device defects were noted during preparation. As part of co's quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented as mis-use was root cause of the incident. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a stent procedure two stents were deployed without difficulty. After post-dilating the distal stent, resistance was met coming through the proximal stent. Upon removal of the dilatation catheter, the proximal implantable stent was found on the catheter.